Manufacturer narrative:
Product investigation is in progress.

Event description:
String broke - tampon [device breakage]. Case narrative: consumer reported via phone that the tampon string broke when she pulled it out. No injury was reported.

Event description:
String broke - tampon [device breakage]. Case narrative: consumer reported via phone that the tampon string broke when she pulled it out. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.